Event description:
The customer stated they are getting inaccurate low aorta diameter measurements from the aortascan, as compared to an ultrasound which measured an aorta diameter of 6.3 cm.

Manufacturer narrative:
Additional device system component part number: pa006589/0570-0188. During initial evaluation, it was found that bladder volumes and aorta measurements are normal and within range. The probe button/switch intermittently did not engage the probe. During repair of the probe switch, technician also found probe dcm leaking oil and c64 damaged from probe pcba. Technician replaced probe dcm leaking oil and damaged c64 from probe pcba."